Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (casefda-2014-n-0736-1759, awareness date 27-oct-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. Result and assessment of the product technical complaint investigation received on 18-nov-2015. Consumer reported she had essure implanted after having a child from a first failed tubal ligation. She was really sick from the beginning. She was nauseated every day on and off all day. Had pelvic pain every day. Some days the pain was debilitating. She was diagnosed with cancer and they found a tumor when they removed the essure from her body. She had several depression as well. Some days the brain fog made her feel like she was just lost and confused about the most simple things. Consumer started getting migraines, and tons of utis (urinary tract infection), and bladder infections and also her kidneys are starting to fail. There are way more hidden side effects she never knew about, like how her hands and feet would peel skin, how she now has teeth decay and gingivitis even though prior to essure she has never even had a cavity, not even as a kid. Consumer would be so swollen and bloated that she would look 6 to 7 months pregnant. There were days she was to sick and tired to leave the couch. She had the essure devices removed on (B)(6) 2015 and felt like a new woman. The pelvic pain and nausea was gone instantly once the essure was removed. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae (adverse event) cases is not applicable. Company causality comment: this non medically-confirmed, spontaneous case report refers to a female consumer who had debilitating pelvic pain after essure (fallopian tube occlusion insert) insertion. She had essure removed 3.5 years after its placement and recovered from her pain. Additionally, she was diagnosed with cancer/tumor and her kidneys starting to fail. Only pelvic pain is listed according to the reference safety information for essure. Abdominal and pelvic pain may occur with essure therapy. In this particular case, consumer stated she was diagnosed with a cancer (unspecified) and they found a tumor at the time of essure removal. This tumor could be an alternative explanation for consumer's pain. Nevertheless, since limited information is available, a contributory role of the suspect device cannot be totally ruled out. Regarding the remaining events; given their nature and considering essure's local action in fallopian tubes, causality is considered very unlikely. In addition, non-serious events were reported. This case is regarded as incident, since device removal was required. Based on the available information, no product quality defect was confirmed, therefore, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.